Event description:
The pt stated that she dropped her infusion device and the ir region of the device was damaged. She stated that the plastic part of the device where the ir interface is located fell off. She stated that later that evening, she inserted a new cartridge into the infusion device and attempted to prime her infusion set. She stated that the infusion device emptied 2 and a half cartridges. She stated that the infusion device would keep priming until all of the insulin was emptied from the cartridges. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.